Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200-400 mg/dl). The customer would change out the pump supplies and deliver a bolus to address the bg level. The customer was not sure what caused the high bg. As the events had occurred in the past, tandem technical support was unable to troubleshoot and determine a possible cause of the high bg.